Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral back bra roll and axillary puff on 04/dec/2018 using the coolcurve plus applicator, to the right outer thigh on (B)(6) 2018 using cooladvantage coolcurve applicator, to the outer thigh on 11/jan/2019 using the coolfit applicator, and to the inner thighs on (B)(6) 2019 using the coolcurves applicator who developed paradoxical hyperplasia (pah/ph) 3 to 4 months after the procedure. On (B)(6) 2019 the patient was diagnosed with pah to the bra rolls, inner thighs, and outer thighs. Pah was confirmed in the bra rolls. Pah was described as firm and protuberant with visible enlargement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral back bra roll and axillary puff on (B)(6) 2018 using the coolcurve plus applicator, to the right outer thigh on (B)(6) 2018 using cooladvantage coolcurve applicator, to the outer thigh on (B)(6) 2019 using the coolfit applicator, and to the inner thighs on (B)(6) 2019 using the coolcurves applicator who developed paradoxical hyperplasia (pah/ph) 3 to 4 months after the procedure. On (B)(6) 2019 the patient was diagnosed with pah to the bra rolls, inner thighs, and outer thighs. Pah was confirmed in the bra rolls. Pah was described as firm and protuberant with visible enlargement.